Manufacturer narrative:
Continuation of medical devices: product ID neu_unknown_cath, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen at an unknown concentration at 110 mcg/day via an implantable infusion pump. The indication for use was intractable spasticity and head/brain injury. It was reported that in (B)(6) 2012 the pump was not working right and that the patient had a horrible surgery performed. The caller stated that the surgery was a "full blown deal ", both the catheter and pump were replaced, and that he thought it was the pump but they never found out what the issue was and maybe it was the catheter too. No symptoms were reported. No further complications have been reported as a result of this event.